Manufacturer narrative:
(B)(4). Evaluation summary: the device failed the homechoice rite (return instrument test / evaluation) functional test for an unrelated issue and passed the rite electrical test. The product analysis lab evaluated the device. The device passed all testing pertaining to accuracy and temperature. The device was in specification relative to increased intra-peritoneal volume (iipv) found in the logs. The cause of the iipv was insufficient drain- use error, tidal ultrafiltration removal set too low. The device's service history record was reviewed and no issues were identified that may have contributed to the iipv. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through rtb (B)(4).

Event description:
An increased intraperitoneal volume (iipv) situation was identified in the log of a returned homechoice (hc) device. The iipv occurred on (B)(6) 2010 during drain cycle 7. The programmed fill volume was 2900ml, the tidal volume was 2465ml and the ultrafiltration volume was 2272ml. This volume meets baxter's iipv criteria. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).the device has been received, and the evaluation is in process. A follow-up medwatch will be submitted upon completion of the evaluation or if any additional information is received.